Manufacturer narrative:
Device evaluated by MFR: an express-vascular ld pmtd 7.0x60x135 cm was returned for analysis. A visual examination of the crimped stent shows that it has been pulled distally on the balloon. As a result the proximal edge of the stent was positioned at 1.8cm distal to the proximal markerband. The distal end of the stent was positioned over the tip. A stent strut of the 6th row from its distal end was lifted and bent back distally. The stent was not free moving on the balloon. The exposed section of the balloon did not appear to have been subjected to any positive pressure. The outer diameter (od) of a non-damaged section of the stent measured 2.04mm. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the right femoral artery. The 98% stenosed, de novo target lesion was located in the right coronary artery (rca). Contralateral access was made with a 7fr introducer sheath. A hydrophilic stiff guidewire was then advanced to cross the lesion. Subsequently, a 7.0x60x135cm express¿ ld vascular stent was advanced but failed to cross the lesion . However, upon device removal, the stent was observed to have dislodged from the delivery balloon catheter. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the right femoral artery. The 98% stenosed, de novo target lesion was located in the right coronary artery (rca). Contralateral access was made with a 7fr introducer sheath. A hydrophilic stiff guidewire was then advanced to cross the lesion. Subsequently, a 7.0x60x135cm express ld vascular stent was advanced but failed to cross the lesion . However, upon device removal, the stent was observed to have dislodged from the delivery balloon catheter. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.